Event description:
It was reported that intermittently, a warning sign was displayed and the system needed to be rebooted in order to be functional. This is a system lockup. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.